Event description:
Country of complaint: (B)(6). During the closing of episiotomy the needle detached suture. The needle remained in the tissue of the pt but was found later using x-ray. No damage to the pt.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 13 unopened pouches. There are no previous complaints of this code batch. (B)(4). Tightness test to the sample received has been performed and the units are tight. Needle attachment tests of the samples received was completed and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this products had a normal process and the results during the process fulfilled OEM requirements. Corrective/preventive actions: not applicable.